Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6, h11. One 8.5f agilis steerable introducer sheath was received for evaluation. Functional testing determined a leak was noted in the hemostasis valve. The cap was removed from the hemostasis hub and the hemostasis seals were microscopically inspected. A puncture was noted on the proximal seal, and tearing was noted on the distal seal. The batch record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the damaged seals and subsequent leak remains unknown. The IFU states: do not remove dilator or catheter rapidly. Damage to the valve may occur, potentially compromising hemostasis.

Event description:
During a paroxysmal atrial fibrillation procedure, air was aspirated from the sheath. The sheath was inserted into the left atrium and the ablation catheter was introduced. During rf delivery, air evacuation was performed via the side port, and air was aspirated. Multiple attempts were made to aspirate the air with no resolution. The sheath was replaced, and the procedure was completed with no adverse consequences to the patient.